Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, it was noted that the physician could not detach the ultipaq microcoil ((B)(4)/lot unknown) although pressing the detachment button 3 times. Type of the detachment control box and cable used with the product were not provided. Then, the physician decided to remove the ultipaq and gently withdrew the entire coil from the echelon10 microcatheter (type unknown). The entire coil was safely removed from the patient. However after withdrawal, when the entire coil was outside the patient, the microcoil of the ultipaq came off from the delivery system, but the coil did not prematurely detached outside the patient. Prior to inserting in the patient, the coil was attached to the delivery system. The procedure was continued using a new product ((B)(4), lot unknown) and was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the detachment control box and cable were replaced or not. It is also unknown how many coils were successfully placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The procedure was coil embolization for dissecting vertebral artery aneurysm, and no characteristic of the vessel/aneurysm was provided. Access was obtained from femoral artery. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
During the procedure, it was noted that the physician could not detach the ultipaq microcoil (cfs100406-30/lot unknown) although pressing the detachment button 3 times. Type of the detachment control box and cable used with the product were not provided. Then, it was decided to remove the ultipaq and gently withdrew the entire coil from the echelon10 microcatheter (type unknown). The entire coil was safely removed from the patient. However after withdrawal, when the entire coil was outside the patient, the microcoil of the ultipaq came off from the delivery system, but the coil did not prematurely detached outside the patient. Prior to inserting in the patient, the coil was attached to the delivery system. The procedure was continued using a new product (cfs100406-30, lot unknown) and was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the detachment control box and cable were replaced or not. It is also unknown how many coils were successfully placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The procedure was coil embolization for dissecting vertebral artery aneurysm, and no characteristic of the vessel/aneurysm was provided. Access was obtained from femoral artery. The complaint product is going to be returned for evaluation. No additional information was available. The device positioning unit (dpu) passed electrical testing. A section of partially melted detachment fiber was found pooling around and extending above the resistive heating coil's socket ring. A portion of the partially melted detachment fiber was found to be adhering to the coil's cerecyte suture. The undamaged coil was returned separated from the dpu. The most likely contributing factor to the coil passing the pre-deployment electrical check, the coils failure to be detached inside the aneurysm, and its unintended detachment outside the patient was due to the melting detachment fiber temporarily capturing the coil before releasing it outside the patient. A primary contributing factor to the detachment fiber partially melting may have been due to a loss of fiber tension. The circumstances of how and when the loss of detachment fiber tension occurred cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the limited information, no definitive conclusion can be made regarding the failure to detach or detachment of the coil. The exact circumstances of how the coil became anchored cannot be determined and is speculative. The dpu passed functional testing, and there was evidence of energy delivered to the fibers, confirmed melting. Based on the lack information, no conclusion can be made regarding contributing factors to the reported event. Therefore, no corrective actions will be taken at this time.